Manufacturer narrative:
Evaluation summary: at the time of explantation, the knee system had been implanted for approximately five years in a larger patient with a low activity level. The complaint documents that x-rays showed loosening around the tibia, and that during explantation both the tibia baseplate and femoral component were poorly connected to the tibia and femur respectively. Additionally, he stated that the bones exhibited dimples from the bone cement. Poor cement fixation to the bones could have been the cause of the implant failure, however the sales rep did not think this was the case due to the successful fixation of the cement to the implants. X-rays were requested for evaluation of the loosening, but were not returned. Results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in late 2003 and that the patient was revised in 2008 due to loosening, pain , and osteolysis. No gross wear was noted on the poly insert. Tissue and fluid were sent to the lab to rule out infection. All results were negative for infection.